Event description:
It was reported the patient's left hip was infected and implants were removed.

Event description:
It was reported the patient's left hip was infected and implants were removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record (DHR) of the reported lot was reviewed. The sterilization process was performed to specification with no nonconformances found. The exact cause of the event could not be determined because insufficient information was received. However, based on the fact that the two cases reported are from the same account and according to the risk management document and the warnings included in the user instructions, there are several user/application as well as post-operative treatment possible contributors for the reported event. The most probable root cause for the reported condition is user or patient related. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.